Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar was able to cut but not coagulate. Prior to calling for support, the erbe was power cycled and there was no change. Technical support engineer (tse) walked the customer through additional power cycle of the erbe and swapping the green monopolar cable to the other power with no change. Tse reviewed error logs and confirmed c-34 errors. Customer was able to locate force triad, but not the energy activation cable. Tse walked the customer through using the force triad as a stand-alone generator using the force triad foot pedal for energy activation. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the port size was not increased and there were no additional ports. Converted to laparoscopic due to bovie unit error. The patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar was unable to coagulate, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the erbe unit to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was placed on an in-house system and was run in normal mode. Error c-34 was confirmed upon startup. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is being reported based on the following conclusion: the customer aborted/converted after the start of the procedure due to the erbe not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.